Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the a small tear in the lint filter. Since the event occurred during routine testing, there was no patient involvement during this event.